Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction customer was using expired test strips. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl fasting. Customer confirms strips expired 12/31/2014. Reviewed meter memory: (B)(6). Customer ran a blood glucose test this morning @7:15am and she got an 'lo'. Adverse event not reported.

Event description:
Consumer complaint of blood results reading "lo". Customer states that she feels well, & requires no med attention. Customer's expected blood results are 120-140mg/dl fasting. Customer confirms strips expired 12/31/2014. Reviewed meter memory: 1: lo, fasting: yes, 2:lo, fasting: yes: 3: 105mg/dl, fasting: yes, 4:176mg/dl, fasting: yes, 5: 104mg/dl, fasting: yes. Customer fan a blood glucose test this morning @ 7:15am & she got a "lo". Adverse event not reported.

Manufacturer narrative:
(B)(4). Prod under evaluation.